Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that near the beginning of 2020, the stimulator voltage was around 2.8 and during the bridge time and up until the stimulator was replaced was 2.60 when they started getting a little warning. The settings on the device were increased slightly, but not a lot. It seems as though during the last 2 - 3 months before replacement, that the voltage reading fell faster than historically even though the settings they were using were not much higher than it was before. The device programming was not pulling significantly more voltage, but the drop in voltage seemed to be accelerating. They don't know if there was a problem with the battery or if the battery was getting old and "the new battery is in".

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they noticed their implantable neurostimulator (ins) battery voltage has been "dropping faster than expected" and they are seeing elective replacement indicator (eri) now. They first noticed their ins voltage was depleting faster than expected "about a month ago". On the call, their patient programmer (pp) was showing eri and ins battery voltage was at 2.63, but they stated they have seen it at 2.60. The patient inquired about the time between eri and end of service (eos). Eri/eos voltage information was reviewed and they were redirected to their healthcare provider (hcp). The patient confirmed understanding and stated they will follow up with their neurologist. They mentioned they decreased stimulation for both the right and left side to 2 and they have been turning off stimulation at night to help preserve the battery life. Patient services reviewed turning off stimulation is a medical decision and recommended the patient to consult with their hcp. No patient symptoms were reported.